Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat walled-off pancreatic necrosis (wopn) during an endoscopic ultrasound procedure (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported while attempting to implant the axios stent the proximal flange did not open fully. However, it was confirmed that the distal flange opened properly. Due to this issue the stent migrated into the pancreatic pseudocyst. The physician closed the puncture site using clips, and an additional surgery was performed to complete the case. There were no patient complications reported as a result of this event and patient is expected to make a full recovery.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f1901 captures the reportable event of additional surgery. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent failure to expand and stent positioning issue. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the product labeling as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the events of "stent failure to expand, stent positioning issue, additional surgery and additional device required" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the product labeling as a possible adverse event associated with the use of the device. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.